Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17743175l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: carto 3 system, model #: m-4800-01, serial #:(B)(4). (B)(4).

Event description:
It was reported that a male patient, in his mid-60s, underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident (cva) requiring thrombolytic therapy. Post-procedure, the patient had difficulties waking up and exhibited signs of a stroke. Thrombolytic therapy was initiated. Patient required extended hospitalization and remains hospitalized as a result of the adverse event for thrombolytic therapy. Patient outcome is improved. Medical history includes scarring secondary to amyloidosis and a previous confirmed stroke. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition (history of stroke and amyloidosis) and the limitations of the procedure (difficulties isolating pulmonary veins, requiring additional ablation). There were no issues or errors reported with any biosense webster, inc. Products or equipment during the procedure.